Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in (B)(6) germany. In order to solve the issue a new replacement bubble sensor will be shipped to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was defective during priming. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: affected device was replaced with a new one and no further issue occurred. Complaints database review revealed no other similar event since unit's manufacturing date. As per available information, a specific root cause could not be determined. Possible scenarios are: bubble sensor not recognized by the hlm, bubble sensor switching size on its own, deflated bubble sensor cushions triggering false alarm, bubble sensor not detecting air. No concerning trend was identified for the above mentioned potential failure modes. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.